Manufacturer narrative:
Customer reports a fall while using the mob100 and reportedly suffered a concussion. The device was returned and inspected. After further investigation by sunset healthcare solutions it was determined that the handlebars were loose. The handlebards on the device were likely loose from forward pressure of the rider over time. A corrective action request was sent to the supplier and the current inventory was put on quality hold.

Event description:
Customer reports a fall while using the mob100 and reportedly suffered a concussion.